Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block (B)(6).

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit is unable to boot. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, e1 (event site postal code - 433), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. (B)(6) from futuremed (distributer) have resolved the issue by replacing the power management board. Then the device was tested for the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).